Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Per the pdrn, the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to multiple breaches in aseptic technique. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination or contamination with respiratory secretions. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt), was using heparin after being diagnosed with peritonitis. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020, with complaints of abdominal pain and cloudy effluent fluid. A peritoneal effluent fluid culture and cell count (result not provided) was collected, and the patient was started on intraperitoneal (ip) vancomycin 1500 mg every three days x 3/weeks. The peritoneal effluent fluid culture returned positive on (B)(6) 2020 for methicillin-resistant staphylococcus aureus (mrsa). The pdrn stated the events were unrelated to the utilization of any fresenius device(s) and/or product(s). The pdrn attributed causality to a breach in aseptic technique. The patient was recently assessed in the home and was asked to demonstrate their daily routine. The pdrn stated the patient produced multiple breaches in aseptic technique and is undergoing significant retraining. The patient is recovering from the events and continues to undergo ccpd therapy, utilizing the same liberty select cycler without issue.

Manufacturer narrative:
Correction: a2 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.